Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years 7 months post implant of this tricuspid bioprosthetic valve, the device was explanted and replaced with a mechanical valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the patient had endocarditis (staphylococcus aureus bacteremia) and hemodialysis. A transesophageal echocardiogram (tee) also showed impingement of the tricuspid valve. The device was explanted and replaced with a mechanical valve. The patient's mitral valve was also replaced with a mechanical valve during the same procedure. Added relevant medical history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.